Event description:
Due to ongoing cuff leak, despite cuff max inflation/over-inflation, the patient's 8cn85h shiley flex trach (placed on (B)(6) 2023 16:20) had to be exchanged over wire for 8-0 distal xlt (80xlcd) tracheostomy on (B)(6) 2023 @ 15:29. Patient had a desaturation event during the exchange. Trach placement confirmed by volumes on ventilator and capnography. Cuff required maximum inflation to 30cm h20 and had a persistent air leak, needed to be changed out to an xltcd to maintain acceptable pressure of 28-29 cm h20.